Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on the third inflation at 24 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with a different device.